Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert. The blood glucose was 158 mg/dl at the time of the incident. Customer also reported rewind anomaly. The insulin pump died this morning, customer refilled it and when it was doing a rewind, it made a grinding noise and gave me a code of compromised force sensor system alert. Customer with another insulin pump. The drive support cap appears normal. Customer advised to replace and discontinue the use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.